Manufacturer narrative:
Follow-up #1 date of submission 04/12/2012 device evaluation: the pump has been returned and evaluated by product analysis on 03/16/2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow keypad button was intermittently responsive and required excessive force in order to elicit a response. The contrast keypad button was unresponsive; the contrast button has no effect on insulin delivery function. All of the other keypad buttons were responsive to button presses and able to spring back and click back normally. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a faded display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The pump's screen was replaced and the display screen illuminated to normal contrast.

Event description:
The reporter stated that up arrow keypad button was intermittently responsive and that the keypad symbols were worn. The patient reportedly wore the pump in a case, attached to a belt and did not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.